Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the device did deliver energy on multiple occasions. The data showed that the patient impedence measurements ranged from 163 to 182 ohms. Additionally, the ECG signal and CPR signal were intermittently lost during the intervention. Both of these factors may indicate poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.